Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. Noise was unable to be reproduced during in office evaluation via provocative maneuvers. This lead remains in service. No adverse patient effects were reported.